Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that an unspecified sensor error message was received with the adc device. The customer was contacted and they indicated that due to this, they received either juice, sugar, and/or food from a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Attempt to scan the sensor with the evaluation module (evm) and data extraction was unsuccessful. An extended investigation was conducted. Performed a visual inspection on the returned sensor and no issues such as damage or contamination was observed.¿ an additional attempt to scan the returned sensor patch were made, the sensor data was extracted successfully. The sensor was found to be in sensor state 6 (indicating early termination). The successful communication between the returned sensor and phone confirms there was no issues with the asic (application specific integrate circuit) related to nfc functionality. Therefore, the scanning issue previously identified in the investigation could have stemmed from a scan that was not fully completed or one that was conducted outside the effective range of near field communication (nfc). Attempt to replicate the customer complaint using a new unused reader and iphone device with freestyle librelink application, and the sensor was able to communicate with the phone displaying ¿replace sensor¿ which is an expected app message when sensor is in state 6. The sensor successfully scanned and no evidence of complaint ¿the sensor never scanned again¿ was observed. No malfunction or product deficiency was identified, therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that an unspecified sensor error message was received with the adc device. The customer was contacted and they indicated that due to this, they received either juice, sugar, and/or food from a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.